Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported insulin leaking into the reservoir compartment, causing rust. The customer also reported a piece falling out of the reservoir compartment, but was unsure what the piece was. Advised that the insulin pump would be replaced. Nothing further was reported.